Event description:
The nurse of the hospital reported via phone call that the patient's whole body had nettle rash at the second day since the reported enlite sensor was used. Customer's blood glucose was unknown mg/dl. The doctor requested that detailed information on allergy events with using enlite sensor be provided. The customer was advised to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.